Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple internal insulation abrasions breaching the ring electrode, right ventricular and super vena cava cable lumens distal to the suture sleeve tie impression. The etfe cable coating was not abraded in these locations.

Event description:
Related manufacturing reference number: 2017865-2024-22426. It was reported that the patient presented for an ablation procedure and device changeout procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing. The physician explanted and replaced the lead. During the procedure, it was noted that the new right ventricular lead was unable to sit properly in the header of the new implantable cardioverter defibrillator (ICD). The ICD was removed and replaced and the lead was successfully attached. The patient was stable.